Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found signs of repeated use (nicked or gouged) and is fractured. Device was submitted for further analysis. Analysis indicated either an overload failure or low cycle fatigue culminating in overloaded failure as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The device has a potential field age of 7 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ps impactor cracked. Device was able to finish the case, but needs replaced.